Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed at the distributor. The reported problem (unable to baseline patient) has been confirmed. Upon investigation belt failed baseline test. The cause for the failure was isolated to u700 and u708 being out of tolerance in the distribution node (dn) pca. The root cause for the out of tolerance pins was unable to be positively identified. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's baseline was unable to be completed with an electrode belt.